Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Field h6 (patient code) has been updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. A new lead was successfully implanted. No additional adverse patient effects were reported. The device is not expected to be returned due to getting disposed by the hospital facility.